Event description:
The following has been reported: biomed reported: repeated frozen screens, they have been rebooted numerous times and most the time the screen freezes when getting ready for an infusion. The last time it froze in the middle of an infusion. No patient harm. Rn went to get her phone to record, and it started responding when she returned. Here is the rn statement: "screen has frozen on several occasions. Every time it freezes on the "more options" screen, and we are unable to do anything. The infusion continues to run during the freeze. It generally lasts for a few minutes and the fixes itself. If we were not in the room we have not known that it happened." A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for touchscreen functionality issues. During investigation, device was powered on and the touchscreen was confirmed to be functioning. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The device was opened to inspect for internal damage. No internal damage was identified. The cable that provides functionality to the touchscreen was found securely seated in its' connector. Cosmetic damage was identified on the power button of the device. Because this damage is purely cosmetic and does not affect the overall functionality of the device, no repair action is required.